Event description:
It was reported that during a da vinci si thymectomy procedure, the surgical staff reported, that between loads while the instrument was not in the patient, the ends of the small clip applier instrument broke off. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The complaint that the ends of the instrument broke off was confirmed. Both clip applier grips were broken at the midpoint. Evidence is not conclusive; however, the damage was likely due to excess force applied normal to the grip while trying to install a clip. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.